Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, priming and displacement tests. The device was received with a stuck in the motor error loop during bolus/basal delivery. The motor position encoder error alarm was confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The drive support disk was inspected and there was no anomaly. The insulin pump was received with cracked case at the display window corners, cracked battery tube threads and scratches on the lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was 477 mg/dl. Customer treated their high blood glucose with a manual injection. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised they received a motor position encoder error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.